Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 1st firing. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? Asku. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Asku the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic chole procedure when the device was fired at the first firing the device locked on tissue. The device was removed by the surgeon pulling the device off tissue. Another device was used to complete the case with no patient consequence. The device was discarded.